Manufacturer narrative:
The asp cleaned the paddles and paddle trays to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was unable to boot up their device. There was no patient involvement.

Event description:
It was reported to philips that the customer was unable to boot up their device. There was no patient involvement.